Event description:
It was reported that the power cord on the 9800 system was damaged and the external interface board was broken. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord and external interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.